Event description:
Covidien received information from a customer in the USA stating that during set up the down arrow button on an ht70 plus ventilator was unresponsive. There was no patient involvement. The exact date of the event is unknown. Assisted caller with troubleshooting the issue. Per the troubleshooting it was found that the issue was caused by the alarm silence reset light-emitting diode (led) activating during ventilation on and off auto resetting. Caller will be replacing the top membrane and top overlay.

Manufacturer narrative:
Assisted caller with troubleshooting the issue. Per the troubleshooting it was found that the issue was caused by the alarm silence reset led activating during ventilation on and off auto resetting. Caller will be replacing the top membrane and top overlay. Covidien was not authorized to repair the device. (B)(4).